Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG issue of "unable to have the flat line". There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device had an ECG issue of "unable to have the flat line". It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.